Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field does not address the patient's clinical status but notes noise on the ventricular channel. The pulse generator was programmed to a maximum sensitivity of 0.5 mv.